Manufacturer narrative:
Date sent: 11/19/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device did not close properly. Another device was used to complete the case. There was no adverse consequence to the patient.